Event description:
It was reported that the syringe pump module infused faster than expected/programmed. There was no patient impact or harm. Although requested, further information was not provided.

Manufacturer narrative:
Investigation conclusion: the customer¿s stated issue of syringe module over infusing was not confirmed through a review of the device logs or through testing. The log review found no programming errors that would explain a report of over infusion. It was unable to be determined what rate was desired by the user as it was not reported. Three rates were found in use during the suspected time of the event which are as follows: 91.7676 ml/h, 157.903 ml/h, and 191.772 ml/h. Only 0.6145 ml was recorded in pcu event log for volume infused over the entire course of the suspected event. This is believed to have been due to the multiple occlusion alarms experienced during the suspected event date. No pressure disc set was used. As received, the syringe module required calibration and the pressure sensor was damaged. The syringe module pressure sensor was replaced, and calibration was successfully performed. Then accuracy tests performed demonstrated the pump operating as intended and in specification. The pressure sensor issue found as received is not believed to have contributed to the reported issue as the pressure disc was not in use during the suspected event time frame. The syringe set was not provided by the customer therefore could not be tested for this investigation. The syringe was in use during treatment. Device inspection: an internal and external inspection were performed on the source device. There was an observation of fluid ingress in the front cover around the pressure sensor and at the bottom front edge of the rear case. There was no contamination observed on the electronic or mechanical components. Device received requiring calibration, could not calibrate pressure sensor. The male iui has slight rib damage and dried fluid on the contact pins. The female iui has dried fluid on all contact pins. Root cause analysis: the root cause of the customer¿s complaint was not definitively identified in this investigation. The returned syringe module was thoroughly tested and inspected, and no issues were identified. Device history review: review of the sn (B)(6) service history record showed the device had a manufactured date of 23jan2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 15oct2020 and indicated that this device has been previously returned once for service. The syringe module was returned on 18nov2015 for alarm ¿ error codes / messages. The pressure sensor and rear case were replaced. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient information was not provided.

Event description:
It was reported that the syringe pump module infused faster than expected/programmed. There was no patient impact or harm. Although requested, further information was not provided.